Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility charge nurse reported that a dialyzer blood leak occurred approximately an hour and a half to be available to be returned to the manufacturer for evaluation after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. The leak was not visually observed. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. There was no defect or damage seen on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 250 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on the machine and treatment completed successfully with new supplies. The complaint device was reported

Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. The sample was subjected to a laboratory bubble point leak test. The test passed possibly due to the presence of coagulated blood. The dialyzer sample was then subjected to destructive disassembly for further visual examination. A broken fiber was identified at approximately 320 degrees on the cavity ID end with the ports positioned at 0 degrees. The fiber fragment extended from the potting surface measuring approximately 0.70 mm in length under magnification (x20). The remaining section of the fiber was in close proximity. There was no other damage or irregularities visually noted on the dialyzer. A production records review was performed on the reported lot. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event.